Event description:
It was reported that, during a tka surgery, one (1) journey dcf ap fem cut blk 4 was chipped during standard usage. No pieces fell inside the patient. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference:(B)(4).